Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water invasion and coupler stopper is loose and rattling. A root cause could not be identified. Based on the results of the investigation, water invasion occurred due to cracks in the connector, and sound was coming from inside the part that connects to the main body because of connector damage. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device emitted a sound which was coming from inside the part that connects to the main body. The issue occurred during maintenance. There were no reports of patient involvement.